Event description:
On 2022-sep-22, information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said when they turn on their controller or try to increase their stimulation, they receive the settings not available message. Pt said this happens in groups b and c but not in group a. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp. On 2022-sep-28, additional information was reported that several electrodes were registering impedances between 28,440 and 40000. P atient was programed on those electrodes causing her system to show oor. The patient was reporting a loss of stimulation. Changed reference electrode, tried multiple programs around the open/short electrodes. Patient didn't report any traumatic event that could have caused damage to system. We were able to program around the short/open electrodes and provide therapy that was described as "as before". Patient stated that this issue started within the last few weeks. The cause was not known. On 2022-oct-06, additional information was reported that they were able to get good stimulation/coverage using the other lead, not the lead with the high impedances. When programming on the high impedances, oor was hit very early. On 2022-nov-11, the patient reported unknown impedance on right paddle. Troubleshooting different stimulation on both paddle leads to find appropriate relief. Issue resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.